Event description:
It was reported that during a medical engineering inspection the cardiosave intra-aortic balloon pump (iabp) touch panel sometimes did not respond. There was no patient involvement.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that during a medical engineering inspection the cardiosave intra-aortic balloon pump (iabp) touch panel sometimes did not respond.

Manufacturer narrative:
Updated fields: b4, d9, g3, g6, h2, h3, h6(type of investigation, investigation findings, component codes & investigation conclusions), h11. Corrected fields: h6 (medical device ¿ problem code). A getinge field service engineer (fse) evaluated the unit and confirmed the reported issue. The touch screen assembly was replaced and returned. The failure analysis and testing department (fat dept) received touchscreen assy. 12.1 with a reported unit failure of touch panel was unresponsive sometimes. The fat dept. Performed a visual inspection and found the part to be in good condition. The fat dept. Installed touchscreen assy. 12.1" into the cardiosave test fixture and tested the touch screen to factory specifications per procedure number 0002-07-d016 revision e and the cardiosave service manual part number 0070-00-0639 revision r. The fat dept. Proceeded to boot the cardiosave into diagnostic mode. The fat performed the touchscreen calibration. The touchscreen calibrated with no trouble found. The fat performed the display tests and the display tests passed with no trouble found. The fat then turned the cardiosave off and then booted the cardiosave into the clinical mode. The fat performed an autofill and allowed the cardiosave to pump. The cardiosave pumped for 2 hours. Each time a touchscreen button was activated, it responded to touch and was never unresponsive. The fat could not replicate the complaint of the touch screen not responding sometimes. The touch screen passed all testing. Retaining the touch screen in the fat dept. Per procedure number 0002-07-d008 rev. Ar. The non-conformances with the returned components were not identified. However, the root cause or the most probable root cause is not confirmed.

Manufacturer narrative:
Updated fields: b4, g3, g6, h2, h3, , corrected fields: h6 (investigation findings, investigation conclusions), h11.

Event description:
N/a